Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient presented for a final examination of the implant at tooth site #4. It was noted that there was significant bone loss at the site. Two weeks prior, the patient was examined and it was noted that the implant looked good at that time. It was noted that the bone loss prevented integration and was not stable. The patient was scheduled for removal of the implant.